Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 1.5% and 4.25% therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with unspecified antibiotics. On (B)(6) 2011, the patient recovered from the peritonitis and was discharged from the hospital. The cause of the peritonitis was unknown. It was not reported whether dianeal pd2 1.5% and 4.25% therapy was continued. The reporter did not provide an assessment for causality for the event of peritonitis and the relationship with dianeal pd2 1.5% and 4.25% therapies.